Manufacturer narrative:
No product was returned for evaluation nor were x-rays provided to confirm the reported event. The revision procedure was performed to extend the construct to the t4 level. No product malfunction reported. Potential adverse events and complications. "As with any major surgical procedures, there are risks involved in orthopedic surgery..." Potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra..." No product returned for investigation.

Event description:
A patient underwent a revision procedure on (B)(6) 2017, due to compression fracture of t7 level. Reportedly the revision procedure was performed to extend the construct to the t4 level. No product malfunction was reported.